Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that caller reported charge frequency issue. They stated the implantable neurostimulator (ins) battery discharged faster than expected, therapy turned off and they had return of symptoms. Caller stated that they last charged the implant on wednesday and now it is already empty and said it usually lasts longer than that. Caller stated that it is very uncomfortable and they can't tell you how sick they feel. Agent walked caller through connecting the recharger to the implant. Caller was able to get recharging good and with repositioning excellent. Agent stayed with caller until the ins reached 20%. Agent walked caller through turning therapy back on and then going back to recharging. Agent reviewed with caller everything appears to be working as intended and instructed to monitor the issue and call back if it persists. The troubleshooting steps that were taken on the call resolved the issue. Agent reviewed with caller that if they want to know why the ins depleted faster than expected they would need to follow up with their hcp. Hcp updated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative provided additional information regarding a patient¿s charging concerns. The patient reported issues with charging and was assisted in connecting, during which they saw service code 2602. After dismissing the code, the patient observed that the device was 100% charged, exited the app, and moved to the dbs therapy section, where therapy was found to be off. The patient was able to resume therapy. The caller mentioned that their healthcare provider advised charging only once per week, but they felt this might not be sufficient. The representative reviewed how charging frequency can vary based on device settings and redirected the patient to their healthcare provider for further guidance.